Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient it was reported that a patient alleged that the nurse at the doctors office alleged that a lot of people have been having problems with their device. No further complications reported. No symptoms reported.